Manufacturer narrative:
Product ID 3093-28, lot# v204308, implanted: 2009 (B)(6), explanted: 2014 (B)(6); product type lead product ID 3037, serial#,(B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the lead was damaged during an explant procedure. The explant was needed due to the patient¿s need for a spine MRI. The reporter noted that all of the tines were removed, but the electrodes were still in the patient¿s sacrum. The reporter mentioned that she got to the procedure after the explant had occurred and saw there was no fluoroscopy. The doctor told the reporter that he was leaving the lead fragment in. Later that day, it was reported that the patient had gone septic with a staph infection and the reporter wanted to know if there was something that could be done surgically. The device prevented the patient from getting the MRI that was needed, so that was why it was removed. The patient did not have a follow up doctor at this time as he just moved. The patient had an appointment scheduled with an urologist, but that urologist was not trained on the therapy. Two days later, it was reported that the patient¿s status was unknown because, the reporter had no seen or talked with the doctor or patient. Additional information was requested, but was not available as of the date of this report.